Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, there was a cold pixel artifact. The user noted that the laser power was lowered and the user let off the foot pedal once cold pixels were witnessed. It was also noted that the physician performed a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.